Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Reference internal complaint cc# (B)(4).

Event description:
It was reported by maude event report mw5065277, a physician performed a novasure endometrial ablation (exact date unknown) and the patient was discharged home. Post procedure on (B)(6) 2016 and patient reported "received novasure ablaton. Since the procedure I have experienced disabling uterine contractions pain during my cycles along with prolonged bleeding and cramping in between my physician had to schedule me for a complete hysterectomy". No other information was provided.